Manufacturer narrative:
A distributor facility reported on 3/7/2023 that "the string of the neuro sponge came off during the procedure and they were unable to retrieve it because of the sensitivity of the location." The product is available for return to deroyal, but has not yet been returned. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is concluded from the investigation.

Event description:
The string of the neuro sponge came off during the procedure and they were unable to retrieve it because of the sensitivity of the location.

Manufacturer narrative:
While user facility listed that the product was available for return, deroyal industries never received the neuro sponge for evaluation. A supplier corrective action request (scar) was issued to the sponge supplier (B)(4). (B)(6) reviewed their device history record and found that it met all acceptance criteria. They have found no history that neuro patties separate from the string prior to use. Medsorb has had no changes to material, product design, manufacturing processes, or procedures. Root cause: was stated to be undetermined by medsorb as they found no evidence with the subject lot or historically to suggest manufacturing is the cause of the reported failure. Potential root cause: while medsorb did not determine a root cause, or potential root cause of the event, they did state that the string is intended for location or counting purposes only and that the IFU and accountability winding card includes a specific warning about this. Corrective and preventative actions: because no root cause was able to be determined, medsorb did not take any corrective or preventative actions. (B)(4). Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.